Event description:
It was reported that there were telemetry/ interrogation issues with the device. Impedances were noted to be high on all electrodes. When the device pocket was opened for removal, the lead was not attached to the battery. The lead had snapped and the 4 blue electrode markers remained inside the boot of the battery. X-rays were done, the device was reprogrammed and impedance testing was carried out. As a result of this event, the device was explanted and replaced. There was a loss of therapeutic effect and also, less than 50% therapy relief at the device pocket. Additional information reported that the patient was receiving effective therapy. The device was not returned. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0l9m9, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0l9m9, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).